Event description:
An optometric office reported that a male pt experienced an ocular burning sensation that the pt later reported was diagnosed as a chemical burn, after using revitalens ocutec multipurpose disinfecting solution. The bottle was new (just opened) and used in the exam room to store the pt's lenses during his routine eye exam. The lenses were stored in the solution for about 1 hour (misuse) prior to the pt re-applying them. It was unk if the burning sensation began when he applied the lenses or after he had worn them for awhile. He removed the lenses and flushed the eyes with water and then saline. The pt went to an emergency room where he was reportedly diagnosed with chemical burns to both eyes. The pt returned to the optometrist's office and the following day and relayed the story to office staff. The tech noted at that time his eyes were dilated. He was not seen by the optometrist. The reporter did not know if any medications were prescribed or how long it took for the symptoms to resolve. Additional info was asked of the doctor's office but was not provided. The pt normally uses opti-free to care for his lenses.

Manufacturer narrative:
Implant and explant dates: no info provided. The complaint unit was returned to the MFR. Physio-chemical analysis results are correct and all parameters are within established acceptance criteria. Chemistry eval results of retained unit from the reported lot were within specifications. A review of the mfg records for the reported lot was performed; no deviations were noted and product met all specifications. All pertinent info available to the MFR has been submitted.